Event description:
It was reported that after the patient received a refill and a bolus, she became unresponsive. Narcaine was administered and the patient "came to." Additional information reported this past week the patient experienced a post refill/bolus response. The physician completed a refill under fluoroscopy and updated the pump. The patient got a refill, no overfill, slightly under 40 ml was instilled. At that time the physician gave the patient an additional bolus of medication. One mg fentanyl bolus was delivered. The physician typically gives a bolus after a refill if the patient is in pain. In the post anesthesia recovery unit (pacu) area the patient was unresponsive. The patient experienced respiratory arrest after the bolus. It could have been clonidine toxicity; low heart rate and high blood pressure. They administered narcaine and the patient regained consciousness. The physician thought it was a pump malfunction and subsequently the pump was replaced. It was indicated the implant duration was several years. The dispense volume has been accurate; less than one ml discrepancies ¿ 40 ml at previous refills. There was 1.7 ml volume discrepancy about 45 minutes after the refill. They were certain that it was not a pocket fill. The pump was delivering fentanyl 19mg/ml, bupivacaine 40mg/ml and clonidine 2 mg/ml.the patient had been on this for years. The patient is very tolerant of the daily dose of 14mg fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter g9. Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2014-00049. Additional review indicated the correct manufacturing site was (B)(4). Analysis results were not available at the time of this report.

Event description:
Additional information reported the patient is doing well.

Manufacturer narrative:
Concomitant products: product ID unknown, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. Dispense accuracy testing was inconsistent and did show one test as an over infusion. The infusing testing passed but graphing looked add as it did the graphing in dispense testing. There were residues present on and within the pump head. The pump head outlet had migrated toward the inlet. The pump tube also had some slight mechanical wear to the surface and appeared stretched as it wrapped around the pump head. Some very slight wear and residue was also seen on the lower shaft of the rotor, it was noted there no stalls observed during analysis. Analysis of the catheter found no significant anomaly; the sc (sutureless) connector was damaged at explant. The boot was pulled back, there was a slight indentation on a side of the inner lumen, there was tapered seal separation and retaining ring finger damage.(B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(6) 2014).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.